Event description:
The customer reported the system displayed a communication failure error message and locked up. There is no report of patient injury.

Manufacturer narrative:
A ge representative performed an onsite investigation. The systems interface board was replaced. The system was then found to be operating as intended.